Event description:
Reportedly, the patient went to the hospital on (B)(6) 2014 following the internal perception of electric shocks a few days earlier. Review of the internal memory of the ICD showed that, since (B)(6) 2014, 12 shocks were delivered due to noise and ventricular oversensing. In addition, the ICD lead impedance was high. Note that maneuvers reproduced oversensing. The patient leaves against medical advice and went to another hospital on (B)(6) to support. The intervention took place on (B)(6) 2014 to remove the system. Complaints related to the leads are treated in separate files. Finally, the ICD was also returned for analysis, thus a complaint was also created.

Event description:
Reportedly, the patient went to the hospital on (B)(6) 2014 following the internal perception of electric shocks a few days earlier. Review of the internal memory of the ICD showed that, since (B)(6) 2014, 12 shocks were delivered due to noise and ventricular oversensing. In addition, the ICD lead impedance was high. Note that maneuvers reproduced oversensing. The patient leaves against medical advice and went to another hospital on (B)(6) to support. The intervention took place on (B)(6) 2014 to remove the system. Complaints related to the leads are treated in separate files. Finally the ICD was also returned for analysis, thus a complaint was also created.